Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7015116, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had itchiness and numbness at the upper right incision site. The patient underwent an explant procedure.